Manufacturer narrative:
(B)(4) and the return of the device has been requested. Patient and event codes will be assigned when the device is returned and evaluated.

Event description:
Sales distributor advised via email that a (B)(6) hospital has filed an adverse incident report with (B)(4). (B)(4) has not been received but is related to an overheated unit.